Manufacturer narrative:
Analysis of the tined lead (lot: unknown) found no significant anomaly. The lead body was cut through and the product segmented. Analysis of the extension found no significant anomaly. The extension body was cut through and the product segmented.

Event description:
It was reported the patient was ¿well¿ following their first stage implant procedure. It was further reported the patient¿s implantable neurostimulator (ins) was implanted on 2014-(B)(6) during the second stage implant procedure. It was stated that on 2014-(B)(6) the patient experienced a tingling sensation. It was noted that after checking the patient¿s device, their physician ¿thought electrode breakage.¿ it was further noted the patient was planning to have a replacement operation at the time of report. Additional information stated that regarding whether electrode breakage had been confirmed that ¿the doctor excluded the related syndrome and considered electrode breakage.¿ it was noted that at the time of report the patient was in the hospital and ¿waiting for the replacement operation.¿ additional information reported the patient¿s lead was replaced the day after initial report. It was noted the lead was not broken, ¿but the lead seemed to be displaced.¿ it was stated the patient had been implanted for intractable constipation. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0207430228, implanted: 2014-(B)(6), product type lead. (B)(4).